Event description:
The facility rep reported a pump observed to have failed to infuse during pt care. The pump was reported to falsely display that it was infusing the medication. No pt injury or medical intervention was reported. Although baxter attempted to obtain info, details were not available regarding add'l contact info.

Manufacturer narrative:
The device was returned to baxter healthcare for evaluation. A follow up report will be submitted should the results become available.